Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that it had caused the reported lock-up issue; however, further component level cause could not be determined. Also, there was no evidence that the issue was due to the device being dropped. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and that the display was not functioning properly after being dropped. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it locked-up during the initial boot-up sequence and never fully power on.